Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is missing one ball, the rest is still attached. The electrode shows minor wear from use. Product was out of the original packaging. No packaging returned. The unit was plugged in without a bypass box and an e7 wand error was displayed. The device was plugged into the controller with a bypass box and the unit displayed temp settings and 7. The wand was able to generate plasma and coagulation. The resistance measured at 1.20 kilo ohms. A complaint history review found similar reported events. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review found this case reports, ¿one of the balls from the turbovac 90 head could not be retrieved from the patient.¿ as of the date of this medical investigation, the requested clinically relevant documentation including the surgical/operative report has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The turbovac devices are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, we are unable to make any conclusions on the impact of the retained non-implantable foreign body. The potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. It was reported the procedure was competed with the same device without a delay or further complications reported. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, one of the balls from the turbovac 90 head could not be retrieved and stayed inside the patient. The procedure was completed without surgical delay using the same device. No further complications were reported.